Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The patient stated they quit using their pelvic health device because it did not help them at all and it hurt so they never have used it. The patient mentioned their child has a spinal cord stimulator and it was doing the same thing, they just had it removed about 6 months ago. The agent asked for the name and caller stated they are not in touch anymore and did not provide the name.